Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the guidewire became stuck in the catheter. The physician was using a crossover approach, the 150cm rubicon 14 supporting catheter was advanced over a 300cm victory 14 guidewire from left femoral artery through the cook¿s 6f 45cm long sheath to the right sfa to provide more support to the guidewire for chronic total occlusion (cto) penetration. During advancement of the rubicon catheter over the victory guidewire, the device got stuck approximately 20-30mm from the distal end of the victory guidewire. The victory wire could not be advanced nor withdrawn. Both devices were removed as a single unit. Outside the body, resistance was still encountered when trying to remove the victory wire from the rubicon catheter. Subsequently, the rubicon catheter was flushed and was able to remove the victory guidewire. The procedure was not completed due to another reason. No complications were reported and the patients¿ status is stable.